Manufacturer narrative:
The product was disposed by the hospital; therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed,no similar incident was found. The IFU hls set advanced 5.0 / hls set advanced 7.0 (1.1 / us / g-641 / 03) is stating under "precautions before and during use" to calibrate external and integrated pressure sensors before use and also under 9.1. "Preparation and installation" to carry out the calibration for each pressure parameter of the integrated pressure sensors. For calibrating the integrated pressure sensors the system must be free of liquids. Therefore carry out the calibration before priming the set". Based on this the reported incident was most probable caused by an user error as the complaint report is stating the customer did zero the pressures after they primed and not before priming of the set. The failure was determined to be first of its kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was requested for return but has not been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
It was reported that they did not think they zeroed the pressures on the drive appropriately, so they did after they primed. They knew they are unsure if the pressures were accurate and they fluctuated rapidly. They have a negative delta p and a positive pven. They feel even with the pressure being zeroed not per IFU, they still should not be reading so inaccurately. The pven would range from 0 to -290 and the delta p was -88. (B)(4).